Event description:
Event description guidant received information that this ventricular lead was explanted one day post implant due to dislodgement, as the patient's physician felt that this patient required an active fixation lead due to his anatomy.